Manufacturer narrative:
(B)(4).

Event description:
It was reported that yellow spots were noted at the tip of the device. The stenosed target lesion was located in the left anterior descending artery (lad). A 26 encore inflation device was selected for use. Upon unpacking, yellow spots were noted at 4cm away from the tip of the device. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with its original sealed tray. No yellow spots were noted upon visual inspection; however, excess of silicone was observed in the flexcil line of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that yellow spots were noted at the tip of the device. The stenosed target lesion was located in the left anterior descending artery (lad). A 26 encore inflation device was selected for use. Upon unpacking, yellow spots were noted at 4cm away from the tip of the device. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.